Event description:
It was reported that when the staff began pumping, there was no augmentation seen on the arterial pressure waveform. There were no alarms on the pump, and the staff could not see the balloon inflation under fluoroscopy. The staff tried to troubleshoot by checking their connections, manually inflating and deflating the balloon. The physician also stated that it did not feel like they were getting air into the balloon with the manual inflation and deflation. As a result, the balloon was changed out for an impella. There was no report of patient complication, serious injury, or death.

Manufacturer narrative:
Qn #(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the staff began pumping, there was no augmentation seen on the arterial pressure waveform. There were no a larms on the pump, and the staff could not see the balloon inflation under fluoroscopy. The staff tried to troubleshoot by checking their connections, manually inflating and deflating the balloon. The physician also stated that it did not feel like they were getting air into the balloon with the manual inflation and deflation. As a result, the balloon was changed out for an impella. There was no report of patient complication, serious injury, or death.